Manufacturer narrative:
An event regarding dislocation involving a trident liner & ceramic head was reported. The event was not confirmed. Method and results: product evaluation and results: visual, dimensional, material analysis and functional testing not performed as no items were returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant.. Product history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to the dislocation of the head from the liner. Cause of dislocation was not reported to the rep.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to the dislocation of the head from the liner. Cause of dislocation was not reported to the rep.